Event description:
It was reported that the patient presented for a routine follow up an had an escape heart rate of 21 beats per minute.. The right ventricular lead exhibited high impedance and loss of capture. Device reprogramming was performed and capture was obtained. On (B)(6) 2014, the lead was capped and replaced. During the procedure, a fracture was observed on the lead. The procedure was completed without complications.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.